Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection with the naked eye found that the product was wet. A longish particulate matter in the blood side was visible. The reported condition was verified. An infrared analysis of the particle was performed; however, the spectrum does not allow any clear indication of the type of material, therefore a definite statement could not be made about the material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed in a polyflux 14l dialyzer. The hair was observed prior to use, specified as inside the top of the dialyzer. There was no patient involvement. No additional information is available.